Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime a33/, and excessive no delivery tests. No blank display noted during testing. All buttons function properly. Moisture damage noted on keypad trace during visual inspection. Cracked case also noted on the lcd display window corners, and cracked reservoir tube during visual inspection. No moisture damage noted on motor assembly or electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1228 mg/dl. The customer stated that she dropped the insulin pump in water, and it was not working well for her. Advised the customer that the insulin pump would be replaced. Nothing further was reported.